Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the nir handheld camera burned a hole through the drapes. The nir handheld camera was potentially left on and burned a hole through the sterile drapes and the patient had a small burn on them as a result. There were no faults or system messages. The procedure was completed robotically with no further complications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the schoelly light cord was potentially left on and burned a hole through the sterile drapes. There was no burn or adverse effect to the patient due to the event. The procedure was completed robotically with no further complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) spoke with the operating room (or) manager, who indicated that the device may not have been fully powered off and was either left in infra-red (ir) mode or unintentionally activated when pushing against it. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. An RMA was not issued for return and the customer did not return the product for analysis. The root cause of the reported complaint, according to the information provided by the or manager, is attributed to confusion of the staff unfamiliar with the handheld camera light and its functions. This issue can be resolved by properly turning off the handheld camera light when not in use.